Event description:
It was reported that a filter that was implanted for less than a month, had thrombosed and the pt presented to the angio lab with swelling of the leg. The filter was originally implanted for a femoral dvt on a neurosurgical pt that had contraindications to anticoagulation therapy. The pt was brought back to the angio lab and the doctor used an angiojet to remove the thrombosis in the cava. The filter remains implanted in the pt. The pt is currently asymptomatic.

Manufacturer narrative:
Device history report could not be reviewed as the lot number is unk. The result of the investigation was inconclusive as no sample was returned for eval. The current IFU (information for use) states: potential complications-caval thrombosis/occlusion.